Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a peritoneal dialysis catheter. On (B)(6) 2011 after implantation of the catheter the doctor performed the usual evaluation of the position and if the catheter is working as expected. Xray taken and no flow could be detected from the lower part of the catheter. Catheter was removed and replaced.

Manufacturer narrative:
An investigation is currently underway; upon completion the results will be forwarded.